Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: va057lw, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient believed they had recently dislodged something in their implanted components. The patient stated they had both a bladder stimulator and a non-medtronic pain stimulator. The patient was helping their husband move furniture and they felt a tiny lump near their spine and thought they dislodged a lead. The patient reported also feeling shocks so they had to turn down stimulation. The patient did not know if it was their pain stimulator or interstim that was causing this but their pain healthcare provider ordered x-rays to check the leads. The patient mentioned an appointment with their urologist on (B)(6) 2017. The patient noted they had already spoke to their pain healthcare provider as well as the other manufacturer. No further complications were reported.